Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that during a power exchange, the pt could not engage the power lead and power was lost to the pump. The pt was unconscious until the system controller was exchanged and the pt was revived.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.